Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed "4" and then the apply sample icon. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said, the meter issue began at 6:00 am (eastern time) on an unspecified date. She said she was sweating after the meter issue began. The pt took no diabetes treatment action and received no medical intervention as a result of the lfs product issue. The cca informed the pt that the lfs product was functioning correctly. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleged she was unable to obtain a reading on the lfs product and later developed sweating, a typical symptom of hypoglycemia.